Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed and the patient experienced no consequences.

Event description:
New information noted that the implantable cardioverter was reprogrammed (B)(6) 2021. The patient experienced no consequences.